Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure when opening up a pocket for an implant, the unit had arcing/sparking wherein the scrubs and sterile scrubs was burnt and hit the physician in the upper abdomen. Also, the unit shocked the physician and had to sit down after the shock since it knocked the breath out of doctor and had staggered back and needed a few moments to catch his breath.